Event description:
It was further reported during the hospitalization, a large left radial hematoma with extravasation developed within the left upper forearm due to a probable active arterial hemorrhage arising from the radial artery as a result of anticoagulants utilized for the pump thrombosis. There was no evidence of a pseudoaneurysm. The patient was treated with multiple oral medications during the hospitalization. Additionally, following decommissioning of the ventricular assist device (vad) the patient was doing well, was hemodynamically stable and ambulating. An echocardiogram was done which was "reassuring" of vad remaining off indefinitely.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) was not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated beginning on (B)(6) 2023 and one (1) low flow alarm was logged on (B)(6) 2023. Review of the available log files did not reveal power consumption above the normal operating range. As a result, the reported low flow and low power event was confirmed. The reported high power event could not be confirmed as log files covering the reported high power were not available. The reported pump occlusion could not be confirmed due to insufficient evidence. Information provided by the site indicated that, in addition to the low flow/power and high power event, the patient was admitted with acute pump thrombosis and inflow obstruction. The reported vad high power was believed to be consistent with pump ingestion. It was stated that this was a result of thrombus and there was obstruction in the inflow. The patient was treated with heparin and tissue plasminogen activator (tpa) and then flows began to normalize then power increased. The patient had some recovery and the site subsequently elected to decommission the pump. Of note, the thrombus location was stated to be in the inflow cannula and then the pump and an unspecified computerized tomography (CT) scan was performed but results were not provided. The pump remains implanted but out of service. During the hospitalization, a large left radial hematoma with extravasation developed within the left upper forearm due to a probable active arterial hemorrhage arising from the radial artery as a result of anticoagulants utilized for the pump thrombosis. There was no evidence of a pseudoaneurysm. The patient was treated with multiple oral medications during the hospitalization. Additionally, following decommissioning of the ventricular assist device (vad) the patient was doing well, was hemodynamically stable and ambulating. An echocardiogram was done which was "reassuring" of vad remaining off indefinitely. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Bas ed on the risk documentation, possible causes of the low flow and low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and poor vad filling. Per the instructions for use, device thrombus and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient was admitted with continuous low flow alarms. Log file review indicated below normal power consumption. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m62 lead; implanted: on (B)(6) 2020; additional information has been requested regarding the patient information, initial reporter and event details, but it was not avai lable at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: b2, b5, b7, h6 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad high power was consistent with pump ingestion. It was stated that this was a result of thrombus and there was obstruction in the inflow. The patient was treated with heparin and tissue plasminogen activator (tpa) and then flows began to normalize then power increased. The patient had some recovery and the site subsequently elected to decommission the pump. Of note, the thrombus location was stated to be in the inflow cannula and then the pump and an unspecified computerized tomography (CT) scan was performed but results were not provided. The pump remains implanted but out of service.

Event description:
It was further reported that there was acute pump thrombosis, and the low flow alarm was likely due to inflow obstruction.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - a4. Weight in lbs - a5a. Ethnicity - b2. Outcome attributed to adverse event - b5.desc evt problem - b7.relevant history - e. Initial reporter (first name and last name) - g2. Report source - h6 patient codes (ime/annex e) - h6 device codes (fdd/annex a) - h6 imf (annex f) health impact - h10. Addt manufacturer for MDR (study information) this information was received from the product surveillance registry mechanical circulatory support therapy base. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.